Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) due to fluid loss and a crack in the tubing going to the pump. A patient outcome of no further intervention and patient tolerated procedure well was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) due to fluid loss and a crack in the tubing going to the pump. A patient outcome of no further intervention and patient tolerated procedure well was reported.

Manufacturer narrative:
Combination product? - corrected.